Event description:
It was reported that the subject device would not sync with the camera and went straight to the spare lamp. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty scope socket and faulty power converter. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it will not sync with the camera and it goes right to spare lamp was confirmed due to faulty scope socket and faulty power converter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.